Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit tdl cmplex fill 4x12 coil failed to be re-sheathed after use in the patient, and the. The orbit tdl cmplex fill coil 7x21 stretched during the procedure. There was no serious injury and the components will be returned for analyses. A sl 10 microcatheter was used was with the coil, and a dedicated saline source was used at all times. No resistance was noted during advancement or removal, and the procedure was completed with same like product. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems. The target site was the acom artery with a saccular aneurysm. No further information was available. (B)(4). A non-sterile orbit galaxy tdl cmplx fill coil 7x21 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped separated of the unit and elongated condition can be observed on it. The support coil was found kinked. Part of the gripper was found on the head piece of the embolic coil the rest of the gripper was not received for evaluation. The embolic coil was found separated of the unit and it was found stretched/kinked as well as the suture of the embolic coil was found broken. The introducer, part of gripper and the embolic coil were inspected under microscope; the introducer was found elongated. The edge of the broken section of the gripper show evidence that it was elongated before it was broken. The embolic col was found stretched/kinked and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition and the broken condition of the suture and gripper were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The label for use indicates to use the device with approved microcatheters, and the use of other microcatheters has not been tested. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
A sl 10 microcatheter was used was with the coil, and a dedicated saline source was used at all times. No resistance was noted during advancement or removal, and the procedure was completed with same like product. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems. The target site was the acom artery with a saccular aneurysm. No further information was available, additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the orbit tdl cmplex fill 4x12 coil failed to be re-sheathed after use in the patient, and the . The orbit tdl cmplex fill coil 7x21 stretched during the procedure. There was no serious injury and the components will be returned for analyses.